Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of stent difficulty removing. Reported event of stent kinked. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent was attempted to be removed from the ureter during a stent removal procedure on an unknown date. According to the complainant, the stent could not be removed during withdrawal. The kidney side pigtail of the stent was found kinked. A guide wire was used in the attempt to straighten the pigtail but it was unsuccessful. The stent was left in the patient¿s ureter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.